Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at an unknown time during continuous renal replacement therapy (crrt) using a prismaflex control unit and an unspecified prismaflex set, an 'air in blood' alarm was generated, the treatment was terminated without returning the extracorporeal (ec) blood to the patient. This occurred twice. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.